Manufacturer narrative:
The patient underwent mesh implantation in order to treat bladder prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03013. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence with urethral hypermobility and rectocele. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. As per nursing operative records dated (B)(6) 2010 patient had additional mesh implanted, modified posterior repair and cystourethroscopy. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-03013 and medwatch 2210968-2014-00847. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat bladder prolapse and stress urinary incontinence on (B)(6) 2007 and a sling was implanted. It was reported that the patient had the concurrent procedure of cystoscopy performed during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding and dyspareunia. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. Correction: this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03013. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2015 by dr. (B)(\6), md due to erosion of implanted vaginal mesh.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urgency of urination, nocturia, urinary hesitancy and urinary incontinence. (B)(4).